Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient's weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient admitted to pain at the pump pocket site on (B)(6) 2018. It was noted the pain at the pocket site was a new problem. It was indicated the event was related to the device or therapy and not related to implant procedure. No actions were taken and the issue was ongoing. The clinical diagnosis was pain at the pump pocket site. Additional information received on 2018-sep-19 from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2018. Further information received from a healthcare professional (hcp) via a clinical study on 2019-jul-10 indicated the outcome of the event was updated to resolved without sequelae on (B)(6) 2019. It was noted that the pump was repositioned on (B)(6) 2019 where the pump pocket was moved deeper and cephalad. The incision site/device tract was the pump pocket. No further complications were reported/anticipated.